Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode, causing the patient to experience a heart rate of 50 beats per minute as well as fatigue due to absence of pacing in the right atrial (ra) lead channel. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.